Manufacturer narrative:
The reported loss of stimulation was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15863. It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances on both leads. In turn, surgical intervention may be pending.

Event description:
Additional information indicates the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.